Manufacturer narrative:
This report is submitted on december 05, 2022.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.